Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The consumer reported that the implantable neurostimulator (ins) was at elective replacement indicator (eri) and this was seen on (B)(6) 2016. The ins battery was checked and found to be at 2.57 volts. There was dissatisfaction with the ins longevity. The patient had a return of symptoms and was hardly moving four to five days prior to (B)(6) 2016. The healthcare provider (hcp) was booked until (B)(6) and the consumer had no success contacting other hcps for an earlier appointment. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.